Manufacturer narrative:
The reported event was not duplicated during the device evaluation. Upon visual inspection, the device was found to have a broken cover and loose irrigation pump. The device was repaired and returned to the user facility. (B)(4).

Event description:
It was reported that during a procedure at the user facility the irrigation from the console 110v (pedal & pole incld) was not working all the time. In the event that loss of irrigation is experienced, there is the potential for overheating to occur. The procedure was completed successfully utilizing the same device. No delay, no medical intervention and no adverse consequences were reported with this event.